Event description:
Updated event description: concomitant device reported: unknown conduit cage alif (part# unknown, lot# unknown, quantity unknown). Unknown implant inserter connection eit (part# unknown, lot# unknown, quantity unknown). Implant inserter (part# aet30100, lot# e16di0200, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. D4: updated lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: visual inspection: the hammer was received at us cq. Upon visual inspection, it was observed that the poly cap was broken and the broken fragment was not returned. No other issues were observed with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document / specification review: no issues. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and / or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a review of the receiving inspection (ri) for hammer was conducted identifying that lot number: e16di0257 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 27jul2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that one of the inner shafts of an implant inserter is not threading on to the wheel. Indeed, both of the implant inserters are fully functioning. One of the tips of one of the yellow handle trial implant inserters (aet20101) is slightly bent. The damage was discovered during the inspection. The other trial implant inserter is in perfect condition. It was unknown if the surgery completed successfully. There were no patient consequences are reported. Concomitant device reported: unknown conduit cage alif (part# unknown, lot# unknown, quantity unknown); unknown implant inserter connection eit (part# unknown, lot# unknown, quantity unknown); unknown implant inserter (part# unknown, lot# unknown, quantity 2). This complaint involves five(5) devices. This report is for (1) hammer. This is report 3 of 5 for (B)(4).